Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was reported that upon implantation of an impella cp a purge leak occurred which required replacement of the purge cassette. Support continued for five days. Upon explant of the pump the patient lost blood flow to the leg. During intervention to restore flow a fibrin clot was found in the pump sheath. Blood products were transfused to the patient. The patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The investigation of access site bleeding and limb ischemia has been completed. The pump was returned for investigation and there were no visual abnormalities were noted with the pump. Access site bleeding: during explant procedure, after clot removal from limb via mechanical thrombectomy to remove fibrin pieces, rcfa starting oozing. This occurred after the cp was removed. The pump was returned where no visual abnormalities were noted. The cause of the access site bleeding - major was most likely use related due to bleeding occurring after pump removal. Limb ischemia: as all the necessary information was not provided, the root cause of the limb ischemia was not determined. Investigation of vt/af and sepsis/infection have not been completed. Should new information or investigation results become available a supplemental report will be submitted. Instructions for use: cp with smartassist section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." B5 additional information was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28942. H6 health effect - clinical codes 2067, 1729, 1721, 1888, health effect - impact codes 4627, 4644, 4624, and component code 3038 were inadvertently omitted on the initial manufacturer device report number 1220648-2025-28942. H6 health effect - impact code and 4629 medical device problem code 1250 were erroneously entered on the initial manufacturer device report number 1220648-2025-28942. H10 instructions for use were inadvertently omitted on the initial manufacturer device report number 1220648-2025-28942.

Event description:
Patient running temps of 101.6. Patient was on intravenous ancef and vancomycin and that has been switched to merrem and vancomycin. Patient getting intravenous tylenol for fevers. Urine, sputum, and blood cultures have been sent. The patient also went into atrial fibrillation (afib) with rapid ventricular response (rvr) . Amio, lido, and digoxin given and now also on a amio drip. Hear rate in the 60s now with lots of ectopy. Patient still febrile; although down from yesterday. Patient remains on vancomycin and merrem for antibiotics, so far blood cultures are negative. The physician wanted explant the cp due to fevers. After 5 days of support the pump was explanted. When explanted the team observed the limb to have lost flow. The leg needed intervention to restore blood flow and gave blood products due to blood loss during thrombectomy.